Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet specification with respect to the reported door not fully latched messages, which were confirmed through review of the history log but could not be reproduced. The door was found to close as expected.